Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that it was not possible to interrogate the implantable pulse generator (ipg). The ipg was at end of service, explanted and replaced. During the revision of the ipg, the atrial lead measured low impedence. The lead was capped and replaced. No patient complications were reported as a result of this event.